Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sample receipt date: (B)(6) 2024. Sampling from: air/water-channel. Colony forming unit (cfu): 1 cfu. Bacterial identification: streptococcus salivarius. Sampling from: auxiliary water channel. Cfu: 1 cfu. Bacterial identification: moraxella osloensis. Sample receipt date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 1 cfu. Bacterial identification: micrococcus luteus. Sampling from: auxiliary channel. Cfu: >20 cfu. Bacterial identification: micrococcus luteus. Sample receipt date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 1 cfu. Bacterial identification: micrococcus luteus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be specified. The bacteria reported by the user were not detected by the third-party labs ordered by olympus. The relation between the reported issue and the subject device could not be specified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for escherichia coli contamination. The issue was found after several machine washes and still was positive after two microbiological samplings. The user did not report any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.